Event description:
It was reported the device reached elective replacement indicator status early. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors. Performance data were also collected from the device. Recommended replacement time indicator was less than or equal to 2.62 volts on (B)(6) 2012. The weekly battery voltage trend data showed the minimum battery voltage was 2.64 to 2.62 volts between (B)(6) 2012. Two patient alerts for low battery voltage occurred on (B)(6) 2012.